Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05074 / 05075).

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. A low incidence of metal hypersensitivity has been reported with failed metal-on-metal implants.¿ number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates patient underwent total hip arthroplasty on (B)(6) 2006. Operative report dated (B)(6) 2014 notes a revision occurred due to pain and local reaction to metal on metal articulation. Operative report further noted minimal corrosion on the neck of the stem and discoloration of the acetabulum consistent with metallosis. During the procedure, the modular head, acetabular cup and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.